Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the generator was not working and showed an invalid instrument error was confirmed. The unit was upgraded to arc detect compatibility and the software was upgraded to revision v01.12ad to address the issue. Also the missing dust cover and mounting foot were replaced along with the corroded base plate and the damaged on/off mains switch. The device was tested and found to be working according to specifications. The outdated hardware and software is hence responsible for the reported complaint. Also fluid contact with the device has caused the corrosion of the device. The physical damage and the missing components are most likely a result of user mishandling of the device or a probable fall. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the generator device was not working. During in-house engineering evaluation, it was determined that the base plate on the device was corroded. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.